Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Visual evaluation of the returned device confirmed that the tip of the drill bit sheared off. The instrument was being used in an elective procedure from t10 to the pelvis and the drill bit broke on the 18th screw placed. This is a large procedure for an instrument designed to be a single use component. The exact cause of the observed damage could not be determined.

Event description:
It was reported that the high speed drill bit tip broke off within the patient's bone and was unable to be retrieved.